Event description:
It was reported that the intraocular lens (iol) was removed and replaced during the same procedure due to a broken lens. The lens had been implanted and then was removed. Further, it was indicated that the event was attributed to a use error. The incision was enlarged. The patient is doing well.

Manufacturer narrative:
. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Additional information: event occurred for patent's right eye. Device evaluation: a review of the manufacturing records showed no deviations or nonconformities. The documentation showed that all process operations presented in the manufacturing record were in compliance with manufacturing specifications. All test results showed a pass condition. A review of the manufacturing process and/or materials show there were no changes in manufacturing associated with this production order. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.